Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that the catheter crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous distal right coronary artery (rca). A 3.00x20mm promus element plus drug eluting stent was advanced to treat the target lesion, however, the device was unable to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported and the patient was good. However, device analysis revealed that the stent was detached. Additional information received on (B)(4) 2014 further reported that during withdrawal of the device, the stent was dislodged within the non-bsc guide catheter. The dislodged stent and the guide catheter were removed outside the patient's body. Physician commented that the lesion was severely calcified and the device was pushed. No further complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the catheter was returned with the stent detached and the stent was not returned for evaluation. Crimp evidence was present on the balloon. The hypotube was kinked at various locations along its length. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).